Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a catheter that broke. The following information was provided by the initial reporter: patient reports that he is with covid and in the hospital. During use of the saft intima catheter, the catheter separated. Did the break occur soon after inserting the material or after a certain period of use? Right after insertion. Was there any harm to your health? No, no damage.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a catheter that broke. The following information was provided by the initial reporter: patient reports that he is with covid and in the hospital. During use of the saft intima catheter, the catheter separated. Did the break occur soon after inserting the material or after a certain period of use?right after insertion. Was there any harm to your health? No, no damage.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the five photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A retraining of the assembly process of product was carried out with manufacturing personal to prevent reoccurrence of the failure.